Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime or compromised force sensor system alarm test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump passed the stop current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected rattle or damage inside the pump noted. Insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratched display window and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported rattle in the inside insulin pump. The customer reported that she dropped the insulin pump last night and now it is not working anymore turning off and on. Customer states that the insulin pump will not rewind anymore. Customer reported that they are unable to performed self-test. The insulin pump will not be returned for analysis.